Manufacturer narrative:
Analysis: new information was reported indicating the reocclusion was in the non target limb; therefore, the lutonix dcb was not used to treat the lesion. Conclusion: additional information notes, the lutonix dcb was not used to treat the stented target lesion located in the mild distal right superficial femoral artery, which was reported to have experienced reocclusion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
.

Manufacturer narrative:
The sample(s) were not returned to the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed two in-stent reocclusion complaints were associated with the same patient for this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of in-stent reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the stented target lesion located in the mid-distal right superficial femoral artery (sfa). Approximately 4 months after the index procedure, the patient's right sfa/popliteal location reportedly had in-stent reocclusion. A revascularization was performed but was unsuccessful. The hcp has placed the patient on a medication regiment and scheduled an additional procedure on (B)(6) 2016. The physician deemed this procedure to be successful. The investigator assessed the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers is 3006513822-2016-00107.